Event description:
The customer reported that the device kept falling the pads test in opcheck and had a shock equipment malfunction message.

Manufacturer narrative:
(B)(4). The customer reported that the device kept failing the pads test in opcheck and had a shock equipment malfunction message. The device was evaluated by philips. The issue was localized to the therapy pca. Replacing the therapy pca resolved the issue.